Event description:
On 03/25/2008, the patient reported that her infusion sites only stay in place for 1.5-2 days. She stated that she uses 50-65 units of insulin per day and the infusion site becomes wet with insulin. She stated that if she also uses clear tape adhesive the infusion site will hold but slowly begins to loosen and falls off. She stated that her blood glucose is not affected by this. When she notices the wetness she changes the infusion site. The patient was sent a different type of adhesive. Upon follow up on 03/28/2008, the patient stated that she began using the replacement adhesive and the infusion site feels secure. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.